Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occured. The procedure treated the 100% stenosed target lesion located from the severely calcified and moderately tortuous left femoral artery to the popliteal artery. A 4.0x20mm sterling balloon was advanced for treatment but ruptured on the first inflation at 6 atms. No device debris was left behind in the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is good.